Event description:
The manufacturer received information alleging an issue related to a dreamstation bipap autosv device. The patient has alleged burn marks on bottom of the device. There was no report of harm or injury. No medical intervention was required by the patient. The device was returned to product investigation laboratory (pil) and evaluated. During evaluation pil can confirm potential burn marks on the exterior of the bottom enclosure evidence of sound abatement foam degradation/breakdown was not observed.